Event description:
It was reported to philips that the wired footswitch was unable to do expose intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was completed as planned by pressing the wired footswitch again. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the cable was covered by the protection plastic film, causing the footswitch to not work stably. Therefore, it was confirmed that the foot switch was faulty, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction and identified cable cut, loose screw, 1 curved locking screw at connector and loose bracket. Following the replacement of the footswitch cv 3p 4m by the fse, and after functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after pressing the wired footswitch again and the procedure was completed using the same system, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.